Event description:
It is reported that, during insertion, the femoral nail would not advance in the medullary canal and subsequently would not come out of the canal. The surgery took 1 to 1 1/2 hours longer to remove that nail and required removal of additional bone.